Manufacturer narrative:
The main component of the system and other applicable components are: concomitant medical products: product ID: 8781, lot# 0210619787, serial# implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in turkey receiving intrathecal baclofen (concentration 500mcg/ml; dose 200mcg/day) via an implantable infusion pump. The event occurred post-op. The patient experienced accumulation of fluid at the incision site. No infection was seen. The doctor suspected a leakage from the catheter or ports of the pump. The pump and catheter were removed on (B)(6) 2016. The explanted products were to be returned to the manufacturer as the health care professional requested pump and catheter analysis. It was unknown if the issue was resolved at the time of the report. Patient status at the time of the report was alive with no injury.

Manufacturer narrative:
The drug concentration was 500, the dose was 200, no units or frequency were provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no anomalies with pump and no significant anomalies with the catheter evaluation conclusion code no longer applies. Evaluation result code no longer applies. Device code no longer applies for the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received on 2016-may-30. The patient's pump was delivering baclofen (concentration 500 mcg/ml, daily dose 130mcg/day). The patient's medical history was listed as spinal cord injury. There was fluid in the pocket, they maybe suspected infection but no infection was noted in tests. The pump was removed and the patient was doing well. The pump and catheter were received on 2016-jun-06.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.